Manufacturer narrative:
The sample is not available for return but photos were provided. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Writer notes: PICC line was flushed and it was noted to be leaking from the tubing. The leak was not at a connection site or at the insertion site, but from the tubing. Perforation the tubing